Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient on (B)(6) 2016. The initial setting is unknown. After implantation, hydrocephalus symptom did not improve and ventricular enlargement was noted by images. Since the patient's condition did not improve after the setting was lowered to 2, the surgeon suspected occlusion and removed the device on (B)(6) 2016. The revision is scheduled for (B)(6) 2016, and the patient is currently being monitored. Per affiliate, new certas implanted to the patient and patient condition is good.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.